Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio observed that the device's internal hybrid layer capacitor (hlc) batteries had become depleted due to excessive on-time caused by the on/off button being pressed repeatedly.  This issue can occur if the device is stored improperly, where an object can press the on/off button while the lid is closed.  Physio opened the device in order to perform an internal visual inspection and no discrepancies were observed. The cause of the reported issue was determined to be depleted internal hlc batteries due to excessive on-time.  Physio-control has provided the customer with information on proper device storage in order to prevent future occurrences. The customer was provided with a replacement device.